Event description:
It was reported that the tip of the introducer sheath was allegedly deformed during the port placement. Reportedly, a new introducer sheath was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one introducer sheath and dilator were returned for evaluation. The dilator was returned inside the sheath. Blood and residue were noted on the sample. The distal tip of the sheath was noted to be crumpled. Therefore, the investigation is confirmed for the reported sheath damage. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include damage during unpacking, damage during shipping/handling, steep insertion angle and too small of an incision. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that the tip of the introducer sheath was allegedly deformed during the port placement. There was no reported patient injury.